Manufacturer narrative:
(B)(4)

Event description:
It was reported via medwatch "infiltrated med-line IV while having a CT with contrast. Physician/radiologist to look at site; he recommended alternate heat and ice". No other information was provided.